Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the catheter was either oppressed or occluded. The patient was referred to a surgeon for ca theter and pump replacement.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8703, lot# j94142198, implanted: (B)(6) 1995, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indications for use were non-malignant pain and failed back surgery syndrome. The patient was in the ER (emergency room) the morning of the report and they believed the pump was malfunctioning. The reporter planned to contact the patient's physician. On (B)(6) 2016 additional information received from the healthcare provider reported the patient experienced withdrawal symptoms and the patient had to wear a fentanyl patch. Troubleshooting performed related to the pump malfunction was reported as x-rays, a dye study was attempted and unable to aspirate spinal fluid so the dye study was not performed. A rotor study was performed and rotor appeared to be working. Actions and interventions included the patient has a fentanyl patch to help if symptoms return. The cause of the pump malfunction was not able to be determined. No cause was found. On (B)(6) 2016 the day of the dye study, the patient had reported that symptoms had eased up and the patient was no longer wearing a patch. The patient would let the healthcare provider know if the symptoms returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.